Event description:
Reporter indicated that during a vns pulse generator replacement procedure, he was unable to communicate with a new generator that was to be implanted. It was further reported that multiple programming systems were used to attempt to achieve communication, but no communication was obtained. The pulse generator in question was then returned to MFR for prod analysis. Analysis revealed that the device had reached premature end of svc, as indicated by the battery voltage of 0.45v, which is below the low battery voltage operation of 2v, it was further found that the pulse generator reached premature end of svc due to a leaky c11 capacitor.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.